Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "rippling and looks like collapsing." Healthcare professional later reported "shifting" and "rippling." Patient later reported "dire pain, collapsing breast, inability to lift the arm, ability to feel the plastic on the top, not being able to take deep breaths due to pain, and indentions all over the top of the right breast." Healthcare professional later called and reported "distorted and wavy and fracture in the gel." Patient later reported ¿plastic showing through the skin, looks like a handprint of rippling and back pain." This record is for the right side. The device remains implanted.